Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed an "abnormal energy delivered" message when attempting to deliver shocks to a patient. As a result, the wrong defibrillation therapy may have been delivered to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q7.

Event description:
The customer contacted stryker to report that their device displayed an "abnormal energy delivered" message when attempting to deliver shocks to a patient. As a result, the wrong defibrillation therapy may have been delivered to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue.